Event description:
On (B)(6) 2012, lifescan (B)(4) noted that the test strips lot number for the one touch verio test strips were "suspect" counterfeit based on the provided lot number. The reporter did not allege any harm or injury because of the reported issue. Replacement product was sent to the patient. Based on the information provided, this complaint was not reportable due to the following conclusions: there was no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. Lifescan (lfs) received the test strips involved with the complaint on (B)(4) 2012 and completed investigation on (B)(4) 2012. The alleged complaint was not confirmed; however, it was noted that the control solution test result as above the expected range when testing with the returned test strips. This complaint is now being reported due to the failed investigation results.